Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during surgery on (B)(6) 2014 a total of 3 screws broke, with a delay of not more than 5 minutes. No harm to patient was reported. Extra screws of the same length were available. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Device not implanted nor explanted. We received three screws or parts of screws for investigation; two screw heads, the broken off threaded body of the screws are missing, and one screw we received is dull at the tip. It appears that either too much mechanical force has been applied onto the implant or the screws were inserted into very hard cortical bone resulting in the breakage of the screws. Patient was involved but information was not provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.